Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition was exacerbated by the lifevest equipment. Patient has sensitive skin and an allergy to nickel. Patient described the area as rash. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended removal of lv. Follow up indicated that the skin irritation improved.